Event description:
Patient reported obtaining a blood glucose result of 126 mg/dl on the suspect device, while experiencing hypoglycemic symptoms. Based on this result, no action was taken. Approximately 15 minutes later, patient reportedly began convulsing . Patient's spouse retested her blood glucose and obtained a result of 60 md/dl. Patient was reportedly given 6 glucose tablets and cola, after which her blood glucose measured 77 mg/dl. No additional treatment was received. Quality control testing had been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.